Event description:
During transport, the unit displayed "ECG comm error". No patient harm.

Manufacturer narrative:
Evaluation summary: the reported problem of "ECG comm error" could not be duplicated during power-up of the device. An internal procedure to test for potential causes of "defib comm error" was executed. During the procedure a defective ic chip was found that caused a timing error that could cause an intermittent "ECG comm error". The device was repaired, tested and found to perform in accordance with its specifications.